Manufacturer narrative:
Analysis was requested by the customer but some files were missing from the data disk. With the available information engineers could only speculate the cause of the premature eol was due to a shorter lead. It was confirmed that the lead is a competitor lead. At this time no additional information is available, should additional information become available this event will be updated.

Manufacturer narrative:
A data disk analyzed by technical services revealed several system faults. It was confirmed that the data suggests that the device is no longer capable of charging its internal high voltage capacitors. It was also discussed that it is possible that the damage was due to a compromised lead system, external defibrillation energy, or electrocautery. It was advised to return the device so full analysis could determine the root cause of the issue. The lead implanted is a competitor lead.

Manufacturer narrative:
Upon additional information this event will be updated and filed.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory this device was returned and the battery status was found to be at end of life (eol). Visual inspection of the device noted an arc mark on the back of device. The device memory showed that the last shock delivered was a full energy shock and minutes later eol was declared from a charge timeout during the next attempt to charge. An x-ray showed that the plasma fuse was open, which will cause charge timeouts to occur. Laboratory analysis confirmed that the arc mark on the device as well as an open plasma fuse are indications that the device shocked into a shorted lead.

Event description:
Boston scientific received information that this patient heard beeping tones emitted from this cardiac resynchronization therapy defibrillator (crt-d). Device interrogation showed that the device had declared end of life (eol). Due to the patient being weak a replacement procedure has not been performed. The patient remains hospitalized. Premature battery depletion was alleged.

Manufacturer narrative:
Subsequently a revision took place. During the revision all electrical measurements appeared normal. The patient is stable and is awaiting a heart transplant. The leads were not removed due to a thrombus in the atrium. The device will be returned for analysis.

Event description:
--